Manufacturer narrative:
Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) freedom-8a receiver stimulator (fr8a-rcv-a0) was to be implanted at the t8-t9 vertebral level. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. During the implant procedure, the implanting clinician attempted to insert into the t8-t9 vertebral level, the stimulator perforated the dura matter. The patient experienced a cerebral spinal fluid (csf) leak. The implanting clinician decided to abort the procedure due to the csf leak. No further intervention was required. The patient did not require medical intervention to treat the csf leak. The implanting clinician instructed the patient to rest and report any complications. As of (B)(6) 2019, the patient is doing well, and no further complications have been reported. The patient has expressed interest in getting a device implanted, but the procedure has not been scheduled. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause of the issue is attributed to the implanting clinician's technique. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. The device worked as expected. Stimwave will continue to track and trend these events. Stimwave was in constant contact with the territory manager from (B)(6) 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of the issue is attributed to implanting clinician technique. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered not reportable, as the event did not require medical or surgical intervention to prevent or preclude permanent impairment or damage. Additionally, this issue did not cause the device to fail to perform its essential functions and compromises the device's therapeutic, monitoring, or diagnostic effectiveness that could cause or contribute to a death or serious injury.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from tissue damage reported to stimwave on (B)(6) 2019, by territory manager.